Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker was displaying an overestimation of battery life. No intervention was planned. The patient was stable.